Event description:
When filter is attached to hyperal tubing and the hyperal tubing and rollerclamp is closed, IV fluid from the filter drains out and leaves the filter filled with air instead of fluid. When tubing is clamped and waiting to be hung, filter problems occur. Filters never completely fill with fluid, which is most likely should so that pt runs no risk if air".